Event description:
Patient's mother reported, the infusion device went into stop mode by itself. Mother stated, the basal rate also often changed by itself. Time and date are correct. Mother reported, the first date of the event was one month ago. Mother stated, the patient's blood glucose level that morning was 400 mg/dl and the infusion device was in stop mode. Mother reported, the patient was given correction via the infusion device and pen. Mother reported the second time the issue occurred was on (B)(6) 2011. Mother stated, the patient's blood glucose level at noon was 214 mg/dl. Mother reported at the time of the correction bolus, the kindergarten nurse noticed the infusion device was in stop mode. Patient's normal blood glucose range is 80-200 mg/dl. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.